Event description:
It was reported that this patient presented to the hospital after receiving two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system for t-wave oversensing. Technical services (ts) analyzed device episode data and confirmed that the device was double and triple counting the wide-complex arrhythmia with various morphologies. It was noted that the r-wave was small in the secondary and alternate vectors. Ts provided troubleshooting including reprogramming optimization and suggested x-rays. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.